Event description:
Pt called lfs in 2003 alleging pt was unable to insert the test strip into the test strip port on their meter. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. No further info has been reported.